Event description:
The customer reported the device had this in operation at power on the status log has error 4020. The device failed the extended self test, front end (fe).

Manufacturer narrative:
(B)(4).